Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the right atrial (ra) lead helix extended during placement. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the helix partially extended. The helix is bent, accurate measurement is not possible due to the helix being bent. The proximal conductor is distorted due to stretching at various locations. The outer and inner insulation is stretched at various locations, this can also contribute to helix rotation issue. Lead passed introducer test. Lead passed stylet test. If information is provided in the future, a supplemental report will be issued.